Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 589 mg/dl at the time of incident and current blood glucose level was over 600 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as heart was racing. Customer was treated with bolus. Customer stated that the battery went dead and replace the battery. Customer was not using auto mode feature. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer stated that not calling back to perform high pressure test. Customer did not allege pump was under delivering. Customer was declined to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.